Event description:
It was reported that suture placement in the common femoral artery using a prostyle device using the pre-close technique via a 5f sheath hole prior to a lead extraction interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the lead extraction procedure was completed. Reportedly post procedure, the posterior footplate pulled an intimal flap or plaque, which then occluded the vessel when managing the sutures. Surgical cutdown on the femoral artery to remove the sutures and repair the vessel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.